Event description:
As reported by the user facility (B)(6). Infusion rate too high. The device run too fast.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently on shipping from the user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.